Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to pace a 57-year-old female patient, the device was unable to detect the attached electrode pads. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
The device was returned to zoll medical corporation for evalaution. The device was put through extensive testing including bench handling and full functional testing without duplicating the report. The device was recertified and returned to the customer. Review of device data logs showed that the user was viewing in the "lead ii" view instead of viewing with the "pads/paddles" view when pads were connected to the patient. The user would need to switch to the ECG "pads" view to obtain the ECG signal from the patient through the pads. Analysis of reports of this type has not identified an increase in trend.